Manufacturer narrative:
Product event summary: analysis found that the device passed functional testing. It was noted that the upper and lower cases were broken, the battery drawer was locked, the release latch was sticky and the connector was broken. As a result new housing was assembled, the flex tapes were cleaned, the main board was calibrated, new battery contacts were placed, and the device passed final testing.

Event description:
It was reported that the case was broken. The epg was returned to the manufacturer for servicing. It was analyzed and tested out of specification. There was no patient involvement.